Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for a total of four patient samples tested for creatinine (crea) and gluc3 glucose hk (glu) on a modular analytics p-module (p800). Roche manufactures multiple crea reagents and the specific reagent used was requested, but not provided. Two samples had initial results for glu that were less than zero. The other two samples had erroneous initial values for crea which are reportable as a malfunction. It was asked, but it is not known if any erroneous values were reported outside of the laboratory. The first patient sample had an initial crea of 0 umol/l and repeated as 78 umol/l. The second patient sample had an initial crea 0 umol/l and repeated as 66 umol/l. No adverse events were alleged to have occurred. The crea reagent lot numbers and expiration date were asked for, but not provided. The field service engineer contacted the customer and the sample probe was changed on the analyzer. No further low results were observed after this action. Investigations have identified the root cause was a contaminated or blocked sample probe.